Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead revision, the physician noted that the lead was removed from the header of the implantable cardioverter defibrillator (ICD) without backing out the setscrew. A loose setscrew was suspected which resulted in high/undefined pacing impedance and high/unstable thresholds. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.